Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, the patient's therapy was auto reducing. A lead diagnostic was performed and revealed high impedances across both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 where it was revealed the impedances cleared after the removal of the extensions. Both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.